Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to have t-wave oversensing (twos)/double counting during a ventricular fibrillation (vf) episode. It was also noted that last month a lead integrity alert (lia) had triggered due to high rate non-sustained episodes and sensing integrity counter (sic) and a high rv threshold alert had triggered. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead.